Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose at the time of the incident was 370 mg/dl. The customer states that the insulin pump had a replace battery now alarm and replaced the batteries before the blank display appeared. Troubleshooting was provided but the blank display remained. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a blank display due to corroded electronic assembly. The motor and battery tube assemblies found with traces of corrosion due to moisture. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. So, unable to verify any battery issues.